Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 5/6 of their automated peritoneal dialysis therapy. Reportedly, the home patient did not have the transfer set connected to the patient line of the homechoice set at the time of the alarm. After receiving the alarm the home patient connected self to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home patient, no patient injury or medical intervention was associated with this incident.